Event description:
It was reported that there was a trend arrow issue. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined.

Manufacturer narrative:
(B)(4).